Event description:
It was reported the tip of the cannula became rolled up after dryfiring. Upon sample eval of one of the items returned, a small piece was found to be missing from the burred cannula tip. The reported event occurred prior to pt use.